Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited upward trend of pacing impedance, including high pacing impedance in unipolar configuration. The ra lead was explanted and replaced. The patient was in stable condition.